Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The returned microknife xl was analyzed, and a visual evaluation noted no damages on the device. The device was further inspected under magnification and x-ray, and the distal section of the needle (cutting wire) was broken and blackened. The broken section was not returned. A functional evaluation was performed by actuating the handle, and the cutting wire moved forward and backward; however, the needle did not extend as it was broken. Additionally, the electrical test noted that the device was within specification. No other problems with the device were noted. The product analysis revealed that the needle (cutting wire) was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the device condition, this could have been due to the technique used, the patient anatomy, interaction with the scope or additional devices. The cutting wire could have also broken if the device exceeded the maximum of voltage or was not in constant motion during energization. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in a procedure. The exact procedure date was unknown. During the procedure, a pre-cut was performed after the device was energized; however, "after the collection, it stopped working" which made the device unusable. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the cutting wire (needle) was broken .